Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. The field observation was confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recently reached the end of life (eol) battery indicator due to extended charge time while the battery status was still in mid-life. There was concern related to the battery depletion as elective replacement indicator (eri) was never triggered and the device went directly to eol status. Boston scientific technical services (ts) discussed why this may have occurred. The device has been successfully replaced and will be sent back for analysis. No additional adverse patient effects were reported.